Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging an unknown issue with her onetouch ultra 2 meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began one lunchtime approximately 2 weeks prior to contact lifescan. The patient stated that the error was unknown; however the error did mention performing a retest with a new strip. The patient manages her diabetes using a combination of diabetes medications. The patient stated that she took additional food/drink 2 hours later, in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweaty and tired" 2 hours after the alleged product issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the issue was resolved when walk-through retest was performed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptoms of "sweaty and tired" after the alleged product issue began. The symptom "sweaty" does meet lifescan's criteria for a serious injury.